Manufacturer narrative:
Based on review this file is updated from a malfunction to a serious injury correction : removed patient code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively of laparoscopic gastric sleeve procedure. The patient had contents leakage on the staple line. The patient hospitalized for 3 weeks. The leaking staple line was fixed by medical intervention (endo sponge treatment). It is unknown at this point if an additional operation will be performed. There was no patient injury.